Manufacturer narrative:
Philip's technical services(ts) confirmed the reported issue. The customer was advised to perform a complete performance verification test before placing device in service. The customer replaced the defective filters to address the reported problem. The unit successfully passed the required performance verification test. No parts were returned for evaluation; therefore, a root cause could not be established.

Event description:
The customer reported that the device displayed an error code indicating a high blower temperature. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm. The event date was not specified; estimate used.